Event description:
An adverse event was reported by the study indicating that the pt was admitted for percuteaneous coronary intervention on a previously treated lesion. The restenosis narrative indicated that the lesion was "occlusive in stent, and the pt was asymptomatic". A cypher 3x23mm stent was deployed in the lesion. The pt was hospitalized for three days. The event resolved without sequel.